Event description:
A report was received that after the patient was implanted she felt new pain down her arms. The patient was hospitalized overnight. The physician later pulled down the leads and the patient was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) model description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that after the patient was implanted she felt new pain down her arms. The patient was hospitalized overnight. The physician later pulled down the leads and the patient was reportedly doing fine.